Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous na results for two patient samples on (B)(6) 2011 and two patient samples on (B)(6) 2011. This report is for the reportable event that occurred on (B)(6) 2011. A separate report is filed for the reportable event that occurred on (B)(6) 2011. Customer reported that the erroneous na results were not reported outside the laboratory. The customer reported that anion gaps were monitored. When the gaps were low, customer reran the samples on another dxc 600 in the customer's laboratory. These results were reported outside the laboratory. Customer reported that they replaced the na electrode. There was no report of any adverse event or injury requiring medical intervention or patient treatment bec field service engineer (fse) decontaminated the system, replaced the ion selective electrode (ise) tubing and carbon bridge. The fse verified performance.

Manufacturer narrative:
This is one of two reports that related to two events that occurred on two different days. This report is related to MDR#2050012-2011-06033.